Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4)

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -2.00 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Patient dissatisfaction with visual acuity was reported. On (B)(6) 2024 the lens was explanted. A replacement lens of different power was implanted on (B)(6) 2024 and the problem resolved.